Manufacturer narrative:
Weight not reported. Approximate age of device - 5 years and 2 months. The device was returned for investigation. The evaluation is not yet complete. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. On (B)(6) 2016, approximately 5 years post-implant, the patient presented with hemolysis and hematuria and was admitted to the intensive care unit. The patient¿s inr value was reported to be in the therapeutic range. According to the surgeon, a CT scan revealed that the sealed outflow graft bend relief collar was not tightly in place, resulting in kinking of the sealed outflow graft and subsequent thrombus formation. Inotropic support was initiated. The pump was exchanged on (B)(6) 2016. During explantation of the pump, the surgeon reportedly confirmed that the collar was not secured in place and was the reason for the kinked sealed outflow graft. Post-pump exchange, the patient was intubated and a temporary right ventricular assist device was in place. The explanted pump is expected to be returned for investigation. No additional information was provided.

Manufacturer narrative:
Device evaluation: the report of suspected pump thrombosis was confirmed based on the evaluation of the returned device. Examination of the proximal side of the inlet tube revealed white tissue ingrowth surrounding the proximal edge of the inlet and extending towards the distal side of the inlet tube lumen. The amount of tissue ingrowth appeared to be more significant than what is typically seen in this location; however, the tissue was well adhered to the textured blood-contacting surface and was not obstructing a very large portion of the blood flow path. In addition, a thick and very hard thrombus formation was found strongly adhered to the distal side of the inlet tube. A large portion of the thrombus was significantly extending out from the distal edge of the inlet tube and appeared to have ridged indents resembling the appearance of the inflow knitted graft. The structure of the thrombus suggests that it developed in the distal side of the inlet tube and the proximal side of the inflow graft as a result of poor surface washing due to a low flow situation or an interruption in flow. An additional long, flat and curved thrombus formation was observed extending from the distal edge of the inflow graft through the proximal side of the inlet elbow. The thrombus was not adhered to the blood-contacting surfaces; it did not appear to have formed in this location and likely developed in the inflow graft or inlet tube. The curved and flat shape of the thrombus was similar to the thrombus extending out from the inlet tube, suggesting that it may have broken off from the larger thrombus formation found in that location. Upon disassembly of the pump, a thrombus formation was found adhered around the inlet bearing cup and ball, obstructing approximately 20-30 percent of the blood flow path. The thrombus ring revealed areas of denaturation and also appeared to have formed in laminated layers, indicating that it developed on the inlet bearing cup and ball over an undetermined amount of time while the pump was operating. Finally, a hard thrombus formation was found occluding a significant portion of the interior of the returned, approximately 1 inch, section of sealed outflow graft material. The thrombus was firmly adhered to the graft material and appeared to have developed in this location as a result of poor surface washing due to a low flow situation or an interruption in flow. Moreover, submitted photos from the hospital showed that thrombus was also occluding the interior of the severed portion of the outflow graft that was not returned for analysis. In addition to the observed thrombus formations in the device, examination of the interior of the inflow graft material revealed two kinks in one side of the graft wall. A time frame for which the inflow graft distortion was present could not be conclusively determined; however, the provided CT image showed that the position of the metal inflow graft attachments were not on the same plane and were at significantly different angles in respect to one another, suggesting a potential bend in the inflow graft while the pump was supporting the patient. In addition, the portion of the thrombus extending significantly out from the distal edge of the inlet tube appeared to have ridged indents resembling the appearance of the inflow knitted graft and also appeared to be angled inward where it would have been in the location of the inflow graft kinks prior to disassembly. Although it could not be conclusively determined, the presence of occlusive deposition in the location of the inflow graft distortion coupled with the submitted CT image provide evidence that the observed kinks in the inflow graft wall may have been present during support. The evaluation could not conclusively determine a specific cause for the observed inflow graft distortion or the development of the observed thrombus formations; however, the significant obstruction of the blood flow path due to the observed thrombi could have contributed to the reported hemolysis symptoms. Moreover, if the observed inflow graft kinks were present during support, the obstruction of the blood flow path could have contributed to improper surface washing in this location and subsequent thrombus formation as well as the reported hemolysis symptoms. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. Hemolysis and device thrombosis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.

Event description:
Additional/corrected information: further clarification was received from the surgeon reporting that he confirmed thrombus in the sealed outflow graft during the explanation of the pump. The patient was originally implanted with an lvad in 2010, prior to the sealed outflow graft bend relief collar becoming available. A CT scan one day prior to the pump exchange showed that a sealed outflow graft bend relief collar had not been placed post implant and that the outflow graft bend relief was connected and properly seated. It was reported that the patient was non-compliant with their anticoagulation regimen and the pump exchange was performed due to suspicion of pump thrombosis.